Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. The device was put through and failed a portion of diagnostic testing that assesses the therapy availability of the device. The stored memory was reviewed and it was found that the device is on shortened replacement window advisory. Upon further analysis the device life cell capacity was within normal variation. A microscopic visual inspection noted no irregularities. All seal plugs intact and all setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. The device meets specification for normal battery depletion. Analysis testing could not confirm the reported beeping tones. The device forwarded to archive.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device reached end of life. The device exhibited beeping tones. It was suspected that this device depleted prematurely. No adverse patient effects reported. Device scheduled for explanted.